Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the power cables was not confirmed. The heartmate ii system controller was not returned for evaluation. Multiple requests for additional information were made to determine if there were any alarms or issues associated with the damage on the power cables and if any images of the reported damage were available; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the heartmate ii system controller could not be reviewed as the serial number is unknown. Heartmate ii patient handbook (rev. C) , entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. The heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. Voluntary medwatch form 3400300000-2022-000005 was received on (B)(6) 2023.

Event description:
Voluntary medwatch was received that states the patient arrived to the clinic on (B)(6) 2023 with noted electrical tape applied by the patient to damaged areas of the driveline and power cable. Providers offered to replace the electrical tape with rescue tape which the patient refused. Related manufacturer's report: (B)(4).